Event description:
It was reported that this pacemaker had triggered a lead safety switch (lss) on a non boston scientific (non ssc) right ventricular (rv) lead due to impedance measurements, measuring greater than 3000 ohms. Patient data were sent to boston scientific technical services (ts) for their review in order to understand the reasons of this lead safety switch. After ts reviewed, noise oversensing on the rv channel was encountered as well. The noise episodes appeared to happened after the lead safety switch. The pacemaker and non bsc rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).